Manufacturer narrative:
(B)(4).

Event description:
It was reported "I was made aware by the doctor that she had a problem with the attached cvl kit when she attempted use this afternoon. She reported that the wire shredded when she tried to pass it." A new kit was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "I was made aware by the doctor that she had a problem with the attached cvl kit when she attempted use this afternoon. She reported that the wire shredded when she tried to pass it." A new kit was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.